Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported when the doctor was inserting the sheath and removing the dilator and wire, the dilator came out with the wire missing the radiopaque tip which had unraveled from the wire core. A snare was used to remove the tip and all pieces were removed. The patient condition was satisfactory. The procedure outcome was satisfactory. Additional information was received on 7/26/18. The procedure being performed was a pci (percutaneous coronary intervention). The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the expiration date and UDI no., provide the device manufacture date, and provide the completed investigation results. One 0.021" wire and 6fr dilator was returned for evaluation. Visual inspection revealed that the guidewire was stuck in the dilator. There was no damage to the distal tip of the dilator. Approximately 14" of the guidewire could be seen exposed from the dilator. The distal tip of the guidewire had uncoiled to the point where the coil is fused with the core of the guide wire. Microscopy inspection of the distal tip appeared blunt. Additional force was applied to the guidewire to remove it from the dilator. With additional force the dried blood like substance became dislodged and the guidewire could pass through the dilator freely. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Past complaints have shown that guidewire shearing may occur if the guidewire is withdrawn through the needle.